Manufacturer narrative:
The customer reprinted the barcode on paper and has not been able to reproduce the misread. The customer's meter was received for investigation. The visual investigation of the instrument housing did not reveal any external hardware defects or contamination. The device was disassembled for further investigations. The visual inspection of the electronic parts showed no abnormalities, no contamination was found. The alleged issue was not reproduced. The product performed according to the specifications.

Event description:
The initial reporter had an issue with the accu-chek inform ii meter which could lead to a misinterpretation of results. This meter had a random scan issue on a patient barcode. The patient ID (B)(6) was misread as (B)(6). The barcode misreads occurred while three different operators were using the meter and on three different days. All other scans for the patient were correct. They discovered the issue because the misread ID matched to another patient ID who hadn't been at the hospital for any tests on days the misreads occurred. There was no actual incorrect reporting of any results.